Manufacturer narrative:
No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing. A ge healthcare service technician performed a checkout of the system and confirmed the reported issue. The rear case and power switch were replaced to resolve the reported issue.

Event description:
During ge healthcare checkout, it was noted that, rear case needs to be replaced due to damage. Power switch is bad, unit resets when plastic cap is flicked. There was no reported patient involvement.